Manufacturer narrative:
Unable to perform displacement test, prime/seating, basic occlusion test, force sensor test, occlusion test due to pump error 37 occurring during testing. P-cap was attached and locked in place properly. Unit failed to pass the rewind test due to pump error 37 occurring during testing. Unit was successfully downloaded using thump for history file and trace file. Pump error 37 occurred on 12/06/2022 07:48 am in trace and history file. Pump was cut open to perform visual inspection and found evidence of moisture damage to pcb 1, motor, and force sensor. In addition there is evidence of physical damage to motor home switch. Unable to perform motor test due to moisture and physical damage on motor home switch. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, stained keypad overlay, missing display window cover, pillowing keypad overlay, cracked belt clip rails, cracked case (battery tube), corroded home switch, damaged home switch. Insulin pump error 37 is confirmed due to moisture damage and physical damage to home switch. Cosmetic damage is confirmed at battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the battery compartment. Customer noticed the crack while changing the battery. Troubleshooting was performed. Customer stated that the insulin pump had neither been bumped nor dropped. Customer stated infusion set and reservoir did not show signs of damage. Retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.